Event description:
This companion driver caddy was not in use by a pt. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable pts while in the hosp. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion caddy had a loose power cord connection. The customer also reported that a zip tie was used to secure the power cord into the companion caddy.

Manufacturer narrative:
This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver and companion driver caddy were not in use by a pt. In addition, it would not prevent a docked companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal emergency battery. Syncardia initiated a CAPA to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its eval of this complaint and is closing this file.